Manufacturer narrative:
(B)(6). Batch record review of lot b334 was conducted. There were no non-conformances related to this event for this lot. Lot met release requirements. Complaint lot review conducted for lot b334 and no add'l complaints for centrifuge leak were reported to date for this lot. No trends. Service order (B)(4): when service engineer arrived, customer had already cleaned and decontaminated the centrifuge. Service engineer checked and tested ok, and performed section check out procedure; passes all tests. Repairs returned the instrument to expected operation. All required documentation was given to the customer. The assessment is based on info available at the time of the investigation. The product return was rec'd from the customer for investigation. The root cause for this complaint cannot be yet determine since investigation is still in progress. Mxp (B)(4). Dra(B)(4) - still in progress.

Event description:
Customer called to report a centrifuge leak that occurred during a treatment procedure. Name and function of complainant: same as rptr. Customer called to report a centrifuge leak. Customer stated after 400ml blood processed, a loud noise came from the instrument along with a blood leak alarm. Customer stated there was blood in the centrifuge. Customer aborted the treatment and called cts for service to be dispatched. Customer was unable to determine where the blood leak originated from. Service order (B)(4) was dispatched to service the device. Customer returned the kit for investigation.